Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Two distal pins were not connected during tigerpaw system ii device use. This portion of the fastener most likely was not on tissue. No known patient effect. No blood lost referred to this event. No additional medical intervention.